Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the sensor when compared to a capillary test result. The customer became hypoglycemic and experienced a seizure and a loss of consciousness. The customer had contact with healthcare professional (hcp) who obtained an unspecified glucose result and received unspecified medical treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted